Event description:
The patient¿s brother-in-law contacted the company to report the death of the patient. According to the reporter, the patient was found unconscious on (B)(6) 2026 with a blood glucose level of approximately 1,200 mg/dl. The patient had been admitted to a rehabilitation facility for alcohol treatment on (B)(6) 2026. The patient subsequently developed diabetic ketoacidosis (dka) and received intensive care treatment, including bicarbonate infusion, ventilator support, and multiple vasopressors. Despite these interventions, the patient passed away on (B)(6) 2026 at 12:24pm. The reporter stated that the patient had been using the omnipod system successfully for over one year and typically managed therapy using the omnipod app on an apple iphone in conjunction with a dexcom g7 continuous glucose monitor; however, it is unknown which method of device control was being used while the patient was at the rehabilitation facility. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information has been solicited, and a supplementary report will be filed if received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.